Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cross-manufacturer mismatch between a quadripolar is-4 lead and a defibrillator is-4 port.¿ heart rhythm. No publication date as of the time of this report. Http://dx.doi.org/10.1016/j.hrthm.2014.03.054. Reference: (B)(4). (B)(4).

Event description:
A journal article was reviewed which contained information regarding this device model. The article reported that during an implant procedure of a crt-d device the physician had difficulty getting the is-4 connector pin, of a competitive lead, to seat completely into the header of the device. After several attempts, a ¿satisfactory position¿ of the lead in the header was obtained. The device remains in use. No patient complications have been reported as a result of this event.